Event description:
It was reported that there was a leak from the port of an accusol solution bag. The bag leaked while being hung up. There was no patient involvement; therefore, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed the connector was broken and the push-arm and clampex wing was detached on one side of the connector. The cause was undetermined. A batch review was conducted with no issues noted during the manufacturing process. A CAPA has been opened to evaluate the reported complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown, but was sometime on the weekend of (B)(6) 2014. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. (B)(4).